Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 14-oct-2013, UDI#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a revision. They stated that they went to have the ins replaced in (B)(6) 2015 and, when they went in, they had complications. The patient was not exactly sure what the issue was but thought they were told something about the lead being dislodged. They mentioned that they ended up replacing the entire ins system. The patient indicated that they still had an ins on their right side as they just added the new ins on their left side. There were no further complications reported or anticipated.